Event description:
It was reported that during a low anterior resection procedure, the doctor inserted the device into the trocar and tried to use but the jaw was broken. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.